Manufacturer narrative:
The device was not returned for evaluation. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The patient underwent a superdimension electromagnetic navigation biopsy. Two days later, the patient went to the hospital with blood tinged mucus. A lavage was performed which showed no bleeding.